Event description:
It was reported that the patient¿s implantable neurostimulator (ins) needed to be removed because their healthcare professional (hcp) wanted to get an MRI of their back. It was also noted that the ins needed to be replaced due to expected longevity. The ins was explanted but the lead component could not be removed due to scar tissue. There were no other device or therapy issues reported. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v003431, implanted: (B)(6) 2006, product type: lead. (B)(4).